Event description:
The pt went into ventricular fibrillation, however, the system didn't generate an alarm. The nurse saw the flat wave but when she tried to revive the pt, it was too late. The pt died.